Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about breakage of one-touch clamp found during use. It was reported that after opening the package and puncturing, the one-touch clamp was found to be damaged during use. There was no abnormality in the packaging condition (e.g., damage to pet).

Manufacturer narrative:
The complaint of a damaged clamp was confirmed, and the cause appeared to be manufacturing related. One 22g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. The clamp was deformed, and the damage was consistent with being compressed during the assembly process. The clamp or grippers may have been misaligned, causing the clamp material to be pinched. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.